Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician noted that the patient has not had a true appropriate therapy. The patient has been inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.